Event description:
It was reported by dealer that the l-3b scooter started up a ramp and stopped moving. Then the dealer smelled smoke, and saw a spark. The dealer states that he found the connection under the battery box melted. The dealer states the consumer was getting a 5 wrench flash error code.